Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent breast surgery with 375cc mentor smooth round moderate plus profile on the left side, and with 375cc mentor smooth round moderate profile on the right side and experienced bilateral wrinkling, deformity, and disfigurement postoperatively. The patient has consulted with the medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On april 17, 2023, mentor became aware of the following and corresponding fields have been updated on this form: date of event under field b3 has been updated to "11/25/2022". This was patient's primary breast augmentation. Product information remains as initial reported, impacted devices were saline. Only right was updated: lot number was updated from 6726589 to 5726985 (saline device). Serial was updated from (B)(6) to (B)(6). Customer stated implant card was pretty faded as it was pretty old so she sent the best of her sight. That's the reason of discrepancies with different lot numbers and typos under initial report. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).